Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's cgm readings ranged between 76 and 85 mg/dl. The patient felt unwell and went to the emergency room as their condition worsened. They did not self-treat based on the low cgm readings. No specific blood glucose readings were reported from the hospital, but the patient was asked to remove the sensor due to inaccurate readings. The patient was admitted to the hospital and treated with insulin from (B)(6) 2025 at 11:00 am until the night of (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.